Event description:
Had essure implanted in fallopian tubes in 2007. Took the 3 month verification test. Confirmed 100% blocked. Have had heavy bleeding, painful cramps since then. Became pregnant (B)(6) 2010. Had a baby (B)(6) 2010. I have come across many women through internet with same problems. Spoke to essure to report problems pregnancy and birth. They say some one will call back but numerous calls since last yr and still no call.